Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no other complaints from the lot. The reported patient effects of worsening mitral regurgitation (mr), mitral valve injury (tissue damage), emboli (mitraclip device), failure to deliver mitraclip to the intended site and dyspnea as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. All available information was investigated, and a cause for the reported expulsion could not be determined. Additionally, a cause for the reported mr resulting in dyspnea cannot be determined. However, the tissue damage, foreign body in patient and embolism are due to the complete clip detachment (expulsion). There is no indication of a product issue with respect to manufacture, design or labeling; therefore, no corrective action is required.

Event description:
This is filed to report expulsion, recurrent mitral regurgitation (mr), tissue damage, embolism and foreign body in patient. It was reported that on (B)(6) 2020, a mitraclip procedure was performed to treat mixed mitral regurgitation (mr) with a grade of 4. Three xtr clips (91106u265, 91226u161, 91226u162) were implanted, reducing mr to a grade of 1-2. On (B)(6) 2020, the patient returned to the hospital with dyspnea. Transthoracic echocardiogram (tte) was performed and showed mr had increased to a grade of 3. On (B)(6) 2020, transesophageal echocardiogram (tee) showed that mitral valve had become torn. The most lateral of the implanted clips (91226u162) completely detached and returned into the left atrium (la). The clip then passed through the interatrial septum into the right atrium (ra), then migrated down to the apex of the right ventricle (rv). Therefore, the patient underwent immediate mitral valve replacement surgery. No additional information was provided.